Event description:
It was reported that the patient received inappropriate therapy due to possible supra ventricular tachycardia (svt) with rapid ventricular response. There was also occasional undersensing noted on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.